Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced intracerebral hemorrhage post procedure. An ekos endovascular device, 106x12cm was selected for use in a thrombolysis procedure to treat bilateral pulmonary embolism. The procedure was completed successfully. The following day, the patient was reported to have developed slurred speech. Computed tomography (CT) revealed a small intracerebral hemorrhage (ich). A repeat CT performed two days later showed interval improvement in the affected area. No intervention was performed and the patient was expected to make a full recovery.